Event description:
A medtronic ent rep reported that the fusion navigation system monitor would intermittently flicker black. There was no pt present.

Manufacturer narrative:
RMA issued. Troubleshooting confirmed problem with the monitor. Replacement monitor shipped on (B)(4) 2011, this resolved the issue. No further problems reported. A medtronic rep tested the returned monitor and was unable to duplicate the reported issue. Checked the bios rev and found that it is down a rev, it is rev b.